Event description:
The customer reported via phone call that the insulin pump alarmed displayable history check failed on startup. He was using an old insulin pump. Customer's blood glucose level was 556 mg/dl. The insulin pump was stored without a battery. Two no delivery alarms were found in the alarm history. The infusion set had a bloody cannula. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.